Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not conclusively be established through this evaluation. An attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for vad-61900 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had renal dysfunction/ failure. The patient required dialysis multiple times a week.